Event description:
Information was received indicating that this ambulatory infusion pump exhibited overdelivery. It was also noted the battery needed to be replaced. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and the keypad and labels were found to be functional and intact. The event log was reviewed and evidence of the customer performing one 20ml bolus test prior to the pumps return to smiths was identified. The customer's reported problem regarding over delivery was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of +/- 3%, but well within the published specification of +/-6%. The pump's expulsor was trimmed to bring the pumps delivery into more nominal of a range as a preventative measure. In addition, the real-time clock battery was replaced as a preventative measure due to customer request. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results, no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.